Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter lh 500 hematology analyzer reported incomplete tube forward errors. Customer reported that there was a leak at the needle bellows. Customer reported that the volume of the leak was less than 1 cubic centimeter. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that the needle bellows aspiration tubing was clogged, causing the tube forward sensor to be obstructed by build-up of diluent. The fse replaced the aspiration tubing and the needle assembly. The fse verified the repairs were performed per established procedures.